Event description:
Additional information received reported the lead replacement had not been scheduled. The reporter stated the patient wanted to wait until after the holidays.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), (B)(4).

Event description:
It was reported that the patient experienced a complete loss of stimulation about 1 week prior to the report. It was noted that the patient had "some" falls around that time. It was reported that a company representative checked the battery voltage and that was "fine". It was noted that no error codes were shown on the clinician programmer. It was reported that the impedance of electrodes 8 through 15 were greater than 10,000 ohms. It was noted that an x-ray of the lead tips showed the leads were in place and were "fine". It was reported that the impedance range was between 600 and 800 ohms on electrodes 0 through 7. It was further reported that electrodes 0 through 7 were within normal limits but did not ¿elicit¿ any stimulation when turned on. It was noted that x-rays showed no issues with the leads. It was reported that the leads were placed with no displacement. It was noted that the cause of the issue was not determined. It was reported that surgical intervention would be done to replace both leads but the date was yet to be determined. It was noted that the patient was not receiving any therapy at the time of the report.

Event description:
Additional information received reported that the patient wanted to hold off surgery right now. The reporter stated that when she was ready she would call the clinic and get scheduled. It was noted that the patient¿s surgery was a ¿no go.¿ it was noted that the patient was not in a hurry. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported that the patient was doing well and had recovered without sequela. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 37092, lot# 275900001, product type: accessory. Product ID 355531, lot# n273973, product type: screening device. Product ID 355028, lot# n278219, product type: accessory. (B)(4).

Event description:
Additional information received reported that the devices were properly evaluated and no known issues were found. It was noted that therapy was deemed unsuccessful due to the stimulation coverage challenges and pain relief. As a result, the devices were explanted (B)(6) 2014 at the request of the patient. The products would not be returned as the customer discarded. Symptoms or complications associated with the event included a loss of stimulation, loss of therapeutic effect and stimulation in the wrong location. It was also noted that there were no symptoms or compilations associated with the event. Actions required as a result of the event included explant. The product status of the implantable neurostimulator (ins) and both leads was explanted-complete. The event occurred during normal use. Diagnostics or troubleshooting was performed and included impedance testing, x-rays and reprogramming. The patient's status as of (B)(6) 2014\ was alive with no injury. Additional information was requested but was not available at the date of this report. See report # 3004209178-2013-17287 for an additional allegation of a loss of stimulation and high impedance with the same device.